Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the idrive moved to its center position automatically. This occurred several times. No reinforcement material was used. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage. There was no blood loss of over 500 cc's. There was no extension in surgery time.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one adapter and one handle opened by the account. Visual inspection of the adapter noted one cracked solder joint. Visual inspection of the handle noted no visual abnormalities. Functional evaluation of the handle and the adapter found they functioned normally. The cracked solder joint is the probable cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.